Event description:
In 2001 pt underwent implantation of staar model aa-4204vl intraocular lens. According to r.n., the surgeon was in the process of implanting the lens and felt the lens came out of the injector too fast and tore the capsule. The surgeon feels that the hospital nurses are not trained enough in loading the lens and that they were not loaded properly. It is noted that the lens is not the cause nor did it malfunction. The lens was removed and replaced. No vitrectomy performed. Post-op & prognosis for the pt is excellent.